Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the report issue. A functional testing and visual inspection was performed to investigate the reported issue and it was confirmed. The pump was found to be "double beeping" during power up when batteries were inserted. The faulty downstream occlusion sensor will be replaced.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited permanent alarm. No adverse effects were reported.